Event description:
It was reported that during use in an ankle surgery, there were metal filings released into the patient's joint. Procedure completed with another burr. Metal filings remained in patient's joint.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The correct lot number was not provided so device history record review cannot be performed. Observed condition revealed metal gouging found at the distal end of the od on the hood side. Further investigation revealed metal gouging found on the distal end of the inner tube. This type of event is typically caused by excessive bending forces applied to the device during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.